Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, the safety was released but the device did not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
The rd was malfunction - reportable. Rd should have been not reportable medtronic is if information is provided in the future, a supplemental report will be issued.